Event description:
A patient with two acute osteoporotic fractures of t12 and l5 was treated following a fall. The t12 fracture was successfully treated without difficulty. The second fracture site was very sclerotic. The very hard bone required the surgeon to drill and to use a mallet to get the cannula in place. Because of the difficulty penetrating the bone, the surgeon decided to use a unilateral approach. He removed the balloon without difficulty but was unable to remove the cannula. The surgeon extended the incision and used vice-grip pliers in an attempt to remove the cannula. The cannula broke. The surgeon drilled around the residual piece of cannula and was then able to remove it without difficulty. The patient did not suffer any sequelae and is doing well.